Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not working and was unable to recover the drawer. A field service engineer dialed into the station and navigated to storage space configurations, where the drawer was visible, but no cubies were displayed, accessed hardware test application (hta) and confirmed that all cubies were present at the drawer level, rechecked the firmware, performed an update, and rebooted the station. After logging back in, verified that all cubies were correctly displayed in the application. The customer tested the cubies and confirmed it was functioning properly and was fully accessible. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies were not functioning, and the drawer did not allow proper recovery. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.